Event description:
Distributor reported seeing multiple cartridge alarms in the pump history during a check of the pump. There was no information provided about the blood glucose level impact. The pump successfully loaded a cartridge and delivered a 5-unit bolus, showing the pump was in working condition. No additional customer outcomes or actions were reported.